Event description:
When the device was used during a low anterior resection, it functioned as intended. Subsequently, the pt developed an abscess 10 days post operatively and under went a second surgery. The surgeon attributed the reoperation to the device, however, he could not provide any specifics. There were no other pt consequences. The pt is stable.